Event description:
Chest tube system changed at 14:30 - would not suction. Decreased o2 sat, cyanotic fingers. Troubleshooting of system: crack at connection of collection chamber and connecting tubing. New system obtained and attached with improvement in pt oxygenation.